Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with corrosion in the rotor and motor. Those parts were replaced along with the preload and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with the same device. There were no adverse consequences reported as a result of this event.